Manufacturer narrative:
The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, and a missing o-ring (reservoir tube).

Event description:
The nurse reported via phone call that the customer has a completely broken reservoir compartment. Customer noticed the damage this morning. Customer's blood glucose was 194 mg/dl at the time of the incident. Caller stated that the rubber rings are flopping in the plastic area of the reservoir. Caller stated that the damage occurred when the pump was dropped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.